Event description:
It has been reported that one pt link caught fire over the weekend while in use. There was some trouble putting it out and the fire department was called. The fire department did not file a report since the fire extinguished itself by the time they arrived on the scene. The fire originated inside the power inlet receptacle on the side of the pt link itself. The unit was plugged directly into an outlet on the same bench as 3 other pt link units (no other units showed any signs of electrical malfunction or heated power connectors during use). No reported damage except to the pt link. There were no reports of any adverse events: no pts were affected by the malfunction, no users were affected by the malfunction, environment (facility, lab, etc.) Not affected by the malfunction. Instrument returned to dako.

Manufacturer narrative:
Customer's own personal assessment; it appears that the power connector was not pushed in all the way or had been loosened somehow and therefore made a weak connection with the internal pins. Since the unit draws about 1200 watts during operation, a weak connection drawing that much current can create heat due to the resistance of the poor connection. The dako assessments agree with the customer's assessment that the fault most likely was caused by a bad connection in the power entry module. This may be due to the plug not being inserted correctly (i.e. Pushed all the way in or have budged loose/loosened). Further investigations are in progress and not completed.